Event description:
This customer reported that they could not acquire a pads ECG waveform during a pt event. They switched to a different defibrillator to deliver treatment to the pt. The involved pt died.

Manufacturer narrative:
(B)(4). This customer reported that they could not acquire a pads ECG waveform during a pt event. They switched to a different defibrillator to deliver treatment to the pt. The involved pt died. This complaint is still being investigated. A follow-up report will be submitted after philips obtains more information about this event.